Event description:
The facility reported a "broken" flo-gard infusion pump. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the reported condition was confirmed as failure code 2, which is a downstream occlusion failure code. This condition was caused by the safety clamp gap being out of calibration which indicates failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a "broken" flo-gard infusion pump was confirmed during product evaluation, in the pump's event history, as failure code 2. This condition was caused by the pump's safety clamp gap being out of calibration. A safety clamp shim was installed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.